Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. FDA notified?: the initial reporter also notified the FDA on 2020-06-12 via medwatch # mw5094827. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ syringe leaked medication during use. The following information was provided by the initial reporter: "patient reported that syringe was leaking when she injected last week. Where the needle and syringe meet. Pt stated received most of her medication and she noticed it when she was already injecting her dose and didn't want to take the needle out and attach another needle. Patient wanted us to be aware of issue. No attacks reported, no adverse reported."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd¿ syringe leaked medication during use. The following information was provided by the initial reporter: "patient reported that syringe was leaking when she injected last week. Where the needle and syringe meet. Pt stated received most of her medication and she noticed it when she was already injecting her dose and didn't want to take the needle out and attach another needle. Patient wanted us to be aware of issue. No attacks reported, no adverse reported."